Manufacturer narrative:
(B)(4). Ayman m. Ebied, et al. ¿single-stage versus two-stage revision of total hip replacement for contained periprosthetic infection.¿ journal title. Concomitant medical products: unknown 32mm zca acetabular cup; unknown liner; unknown stem; unknown gentamycin loaded bone cement. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 03664. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported in a journal article that two patients in the two-stage revision group had dislocation; in one of them the instability was recurrent and a hip brace was used. No further information is available.